Event description:
It was reported the patient's lead was explanted and replaced with two leads due to the patient not receiving adequate coverage. The replacement leads resolved the patient's issue.

Manufacturer narrative:
Evaluation: results: complaint was confirmed for "ineffective stimulation." Continuity testing of the lead revealed an electrical open on channel 8 of the stimulation end. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.